Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the retainer ring broken off reservoir thread. Customer's blood glucose was unknown. The customer also said that their insulin pump had a scratched display. The insulin pump will be returned for analysis.